Manufacturer narrative:
Device will not be returned by the account.

Event description:
According to the reporter, the balloon would not inflate. Additional information was requested, but no further information is available.

Manufacturer narrative:
(B)(4).